Event description:
Information was received that this smiths medical cadd legacy pump (backup pump) exhibited high pressure alarm message. It was reported that the patient changed the cartridge to the back up pump and same message displayed. Reported that the patient back up pump locked up and had to be reset by taking the battery out. Subsequently, new cartridge was mixed and working with the first pump. No patient consequences were reported. No adverse effects were reported.